Event description:
The device was being utilized for routine monitoring. It was said to be raining heavily at the time. No ECG cable was connected to device, and it became wet from the rain. Reportedly, the device would not display ECG when the cable was connected. A backup monitor was made available and used to continue pt monitoring with no adverse effect to pt care.